Event description:
It was reported bipolar forceps cev133 not working, smokes/ one bipolar forceps cev669b is not working at all. There was no report of patient impact.

Manufacturer narrative:
Concomitant: cev133, forceps cev133 bipolar 350mm lrg botella, lot 130502, mfg date may 2013 2.cev634-1a, bipolar insert cev634-1a 350mm mouiel, lot 130613, mfg date june 2013 3.cev6795b, tube cev6795b dia 5mm 350mm, lot 130504, mfg date may 2013. (B)(4): product analysis was performed on part# cev669b. As per the analysis the black plastic piece is burnt at the connection level. The burn of the plastic is the consequence of the formation of an electric arc probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). Product analysis was performed on part# cev133. As per the analysis "the electrode had a short circuit.¿ product analysis was performed on part# cev634-1 and part# cev6795b. As per the analysis "no issue was highlighted. Instrument was found to conform to manufacturing specifications".